Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 during the fixation of a cochlea implant the first screw was inserted until it was almost tightened. A second screw was inserted into the second wole until it was tightened. The first screw was tightened again but there was no resistance of the screw in the bone. The first screw was removed and an emergency screw inserted, which did not even have grip. The second screw was removed and it was determined that there still is a part of the first screw in the patient¿s bone. This report is for one ti low profile neuro screw self-drilling 5mm. This is report 2 of 2 for (B)(4).

Event description:
Both screws were removed to change the position of the cochlea implant. This was necessary because first screw and also emergency screw could not be tightened.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: patient code 3191 used to capture device failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: reporters state: (B)(6). H3, h6: investigation summary investigation selection investigation site: zuchwil, selected flow: damaged . Visual inspection: we have received a broken matrix neuro screw back for investigation. The screw is broken approx. 2 mm from the tip section. The recess is in a used condition. The broken off portion is missing. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: because of the missing lot number, we cannot determine when this screw was manufactured or check the device history records. Summary: the received condition of the complaint agrees with the complaint description since the screw is broken as claimed by the customer. Thus, the complaint is rated as confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. However, the microscopic examination has shown the damages were caused clearly post manufacturing. We only can assume that the screw encountered unintended forces during use. As these screws are very small and quite fragile, a lot of care is required while handling. Please refer to the current technique guide ¿dsem/cmf/0914/0034¿. Furthermore, please take notice on page 2 in the leaflet ¿instructions for use / low profile neuro¿ version se_530940 ac: warnings: these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon must make the final decision on removal of the broken part based on associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed. Be aware that implants are not as strong as native bone. Implants subjected to substantial loads may fail. Precautions: depuy synthes recommends pre-drilling in dense bone when using 5 mm or 6 mm screws. With the available information, we conclude that the cause of failure is not due to any manufacturing non-conformances. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.